Manufacturer narrative:
H10: h2, h3, h6. One 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Both anchors and suture were returned freed from the needle. The device displayed no damage. The depth limiter was attached. The device cycled and actuated as expected. There was no device fault observed although distance between anchor placement has been known to encourage pulling of the opposite anchor. Some suture slack is required. The anchors were returned cinched together and t2 ¿v¿ shape is aligned with being retrieved back through tissue. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a meniscus repair, after having deployed the fast fix's t1, the needle could not be bounced back. There was a backup device available. It is unknown if there was a surgical delay or further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.